Event description:
It was reported by a distributor that "disconnection at outer tube level. The inner tube remained in the cystic canal. They tried to re-insert the inner tube, which led a lesion downstream of cystic canal. This could be injurious for the pt, this occurred twice with 2 different operators with the same batch number."

Manufacturer narrative:
The complaint was reported by conmed distributor (B) (4) who reported the user facility as (B) (4). Conmed is aware that the 30 day timeframe has been missed by 5 days; conmed is filing immediately upon the discovery of this oversight. The product has been returned to conmed for evaluations and once the investigation report is complete, a supplemental report will be filed.